Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that when the clinician was reviewing information for the right ventricular lead, the sensing integrity counter (sic) had increased over the recent six months. Sensing was normal and isometrics did not produce noise, and the device itself was also fine. The clinician elected to observe the lead and it remains in use. No patient complications have been reported as a result of this event.